Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent information to the reported filed information was received: the proglide devices were placed in the left common femoral artery prior to the procedure. The sheath size was upsized to 18f.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that suture placement in an unspecified artery was attempted with proglide devices using the pre-close technique via an 8fr sheath prior to an endovascular aneurysm repair (evar) interventional procedure. The first proglide device was used in a 10 o'clock position, however, a cuff miss occurred though the device was being kept at 45 degrees. Therefore, the suture of a new proglide was successfully deployed in 10 o¿clock position. A second proglide device was used in a 2 o¿clock position, however, a cuff miss occurred though the device was being kept at 45 degrees. The suture of a new proglide was successfully deployed. The procedure continued without issue and hemostasis was achieved with the two pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.